Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm. The customer¿s blood glucose was unknown. The customer was advise to remain discontinue at quick release. The customer was advised that original reservoir and set should still be removed from insulin pump disconnect original reservoir from infusion set. Reconnect original reservoir to infusion set and verify connection was secure by gently tugging on tubing connector. Connect plunger and manually push plunger very slowly while keeping reservoir straight and ensure insulin exits tubing. Confirmed and had plunger and customer stated that insulin exited with plunger push. Rewind insulin pump and reinsert reservoir and run fixed prime or fill cannula process for a minimum of 5.0 units and the insulin pump alarmed motor error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Device received with cracked belt clip slot and cracked reservoir tube lip. (B)(4).